Event description:
A review of service data detected a reportable problem. During servicing, the front response button on monitor sn (B)(4) was intermittent. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor's front response button was intermittent. The root cause for the defective front response button switch could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.